Event description:
On (B)(6) 2010, the patient reported she sees moisture in the insulin cartridge chamber of her infusion device. She stated she changed the cartridge on (B)(6) 2010 and noticed the condensation in the bottom of the chamber on (B)(6) 2010. She said she has not been in extreme weather nor has insulin or water spilled into the chamber. She was advised to switch to her backup device and allow her primary device to dry out for 24 hours. The patient was assisted with switching to her backup device. When she removed the insulin cartridge from her primary device, she said it felt wet. She stated she dried it off. On follow up with the patient on (B)(6) 2010, she stated her primary device is now dry and everything looks "okay." No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.